Manufacturer narrative:
On dec 19, 2023, additional information was received indicating the date of event was apr 22, 2021. The patient's age at the time of event was identified as 28 years old. The patient's race was identified as caucasian. The impacted side was identified as the right side. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure with saline mentor smooth round moderate plus profile 425cc breast implants and experienced breast pain (side unknown) post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both devices were reported; however, it is unclear which is the impacted product. If additional information is received regarding the correct complaint device, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7643261 number, and no non-conformances were identified. Manufacturing date: 15/oct/2018. Expiration date: 11/oct/2022. According to the revision carried out on nov/21/2023 for lot number 9538572. Non-conformances were found with number nr-0166746 related to device malfunction. Manufacturing date: 20/feb/2021. Expiration date: 11/feb/2025. H9 FDA correction/removal reporting no.: 3005423519-10/12/2021-001-r. Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).